Event description:
On (B)(6) 2013, it was reported that the physician's handheld was not responding to touches of the screen. The following troubleshooting was performed: hard reset, removed and reinserted flash card, removed and reinserted battery, confirmed handheld was not locked. However, the issue was not resolved. It appeared that the time was still working on the screen; however, the device would not respond to touch. Another hard reset was performed and the physician was able to get to the alignment screen; however, the screen would not respond to the tap of the stylus. The physician wiped the screen with a dry cloth and tried to clean the crevice around the screen; however, this did not solve the issue. No patients were affected. Review of the manufacturing records for the handheld confirmed the handheld met all final testing specifications prior to distribution. The handheld and software were returned to the manufacturer and are pending product analysis.

Event description:
Additional information was received that product analysis was completed on the handheld and flashcard. An analysis was performed on the returned handheld and the reported allegation was verified. During the analysis, it was verified that the touchscreen display was unresponsive. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.